Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Cylinder bulge and mechanical issue are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. A risk review confirmed that the events of mechanical failure and therapeutic response, altered (bulge in cylinder) were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A media inspection was performed, the video provided showed bulges. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) implant device had a bulge during implantation. The structural layers of the prosthetic cylinders were found to be dissociated from one another which rendered the device as non-functional. The surgical procedure was completed successfully using a replacement device. There were no patient complications reported.